Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability- additional. G3: date received by manufacturer - additional. G6: follow-up number - additional. H2: if follow-up, what type - additional. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation method codes - additional.

Event description:
It was reported that signal loss occurred frequently between (B)(6) 2026. Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over one hour occasionally as investigated within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred frequently between (B)(6) 2026. Data was provided for investigation. The allegation was confirmed due to the finding of signal loss over one hour occasionally within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).